Event description:
Customer called to report that they are experiencing high and low blood glucose levels. Customer reported that there was an emergency room visit for their high blood glucose levels. Customer stated that the drive support cap is damaged customer's blood glucose levels ranged from 14 to 600+ mg/dl. Customer was not wearing the pump at the time of emergency room visit. However, customer was wearing the pump before being admitted two days before. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.